Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-24192, 24193. The pt received two scs leads from the same lot number. It was reported the pt experienced a fall and since he experienced changes in his scs system stimulation. The pt stated he feels the stimulation is stronger than before. An sjm representative met with the pt and a system diagnostics revealed multiple low impedances and one invalid impedance reading. The representative successfully reprogrammed the pt's scs system. However, follow-up on (B)(6) 2013, identified the pt is not satisfied with his system's stimulation, and the pt has consulted with his physician regarding a system explant. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.